Event description:
It was reported by service report that the power cord was missing its ground prong. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
This user facility serves as the health care provider for one of the (B)(6). As a result, it has been reported that pts intentionally damage various device components with unrestrained appendages. Additionally, pts are regularly restrained in manners that conflict with the device's instructions for use.